Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported a patient presented with a pocket erosion and infection. Their system was explanted under fluoroscopy in a procedure on (B)(6) 2023. Post-procedure the patient was stable.